Manufacturer narrative:
The scope was forwarded to an independent laboratory for sterilization and then returned to the service center for service/repairs to have the biopsy and suction cylinder/channels replaced. Due to destructive sampling testing that was performed (the distal end cover, bending section cover, distal end elevator wire and forceps raiser were disassembled) further device analysis could not be performed. The asset/loaner scope will be returned to inventory. A review of the scope's instrument history indicated the scope was last serviced (no problem found) on (B)(6) 2018. The cause of the reported positive culture cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
An engineer was dispatched to the hospital to review the sampling technique of the sampler and the facilitator who took the sample that tested positive. There were no deviations found during the audit. The scope was sent to an external expert for destructive sample testing. The destructive sampling identified pseudomonas aeruginosa that is categorized high concern organisms. However, the reported pseudomonas oryzihabitans was not identified in the initial sampling. Additionally, the external observed the following during destructive sampling: bleaching of the glue of the distal bending section cover. Surplus of glue around the distal objective lens and light guide lens. Presence of a hole at the glue around the distal air/ water nozzle. Presence of oxidation at the distal end cover/body. The scope was sterilized at an independent laboratory and returned to the service center for repairs. The cause of the reported positive culture cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly. The exact cause of the reported positive culture could not be conclusively determined at this time, because the investigation of this case is ongoing.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause for the post market surveillance with the referenced tjf study. The results of the destructive sampling review did not reveal an important contamination of the distal end of the scope. Nevertheless, the contamination with pseudomonas aeruginosa of the internal channels may reveal some defects in the reprocessing procedure applied to the scope. Event if the technical inspection of the scope indicates deviations from what the manufacturer considers as original manufacturing status (ie. Holes in glue and presence of oxidation at the distal end of the scope) analysis performed did not highlight any area where contamination could persist. There were no deviations observed during the environmental investigation and the automated endoscope reprocessing (aer) machine inspection. The user facility used a medivators dsd edge aer to reprocess the subject scope. Although no reprocessing procedure deviations were observed, based on the investigations, insufficient reprocessing from improper reprocessing procedures cannot be ruled out as a contributory factory of the reported positive scope culture.

Manufacturer narrative:
An endoscopy support specialist (ess) visited the user facility to observe the facility¿s reprocessing technique and to provide a reprocessing training if necessary. The ess observed the cleaning of the tjf 160vf by the reprocessing technicians and no deviations were noted. The device has not been returned for evaluation. The cause of the reported positive culture cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
The manufacturer was informed that during a post market study, the scope cultured positive for pseudomonas oryzihabitans after reprocessing. There were no associated patient infections reported.